Manufacturer narrative:
The ams 700 spherical reservoir was visually inspected and functionally tested, no leaks were found. The reservoir therefore performed within specification. Product analysis was unable to confirm the reported events. The ams700 ipp cylinders were visually inspected and functionally tested, no leaks were found. Cylinder 1 had a hole with avulsion of the outer tube and the fabric was separated. Cylinder 2 performed within specifications. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament, however, no leaks were present. The pump was functionally tested and failed the activation test (2). Product analysis cannot confirm the identified pump malfunction has any relationship to the reported fluid leak event, however, the hole and broken fabric in cylinder 1 was concluded as the most probable cause of the reported aneurysm. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Model 72404232 preconnect pump: lot sn (B)(6), mfg date 10/18/2011, exp date 09/28/2013.

Event description:
It was reported that the patient was stuck in a semi-erect position for three months. The pump was leaking and the cylinder had a large aneurysmal dilation and the outer layer migrated to the top of the device. A replacement was performed of an ams700 inflatable penile prosthesis cylinder and reservoir. The right cylinder was removed and the reservoir as well. No harm to the patient was reported and no signs or symptoms of infection were reported. Additional information received that the patient was in stable condition and did not experience any pain or infection. The device was unable to be used for intercourse while stuck in the semi-erect position.

Manufacturer narrative:
Model: 72404232, preconnect pump, lot sn: (B)(4), mfg date: 10/18/2011, exp date: 09/28/2013.

Event description:
It was reported that the patient was stuck in a semi-erect position for three months. The pump was leaking and the cylinder had a large aneurysmal dilation and the outer layer migrated to the top of the device. A replacement was performed of an ams700 inflatable penile prosthesis cylinder and reservoir. The right cylinder was removed and the reservoir as well. No harm to the patient was reported and no signs or symptoms of infection were reported. Additional information received that the patient was in stable condition and did not experience any pain or infection. The device was unable to be used for intercourse while stuck in the semi-erect position.